Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/24/2024. H6 component code: g07002 no device returned. H6 component code: c22 - photo analysis. H3 photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a folder labeled as (B)(6). The image is not clear to determine the failure mode or the reported condition. Based on the photo review, the event describe is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a coronary artery bypass graft procedure on (B)(6) 2024 and suture was used. Suture detached from the swage point during the anastomosis in CABG procedure. Surgery was delayed 20 minutes. Another foil was used. No reported adverse consequences to patient. Additional information has been requested.

Manufacturer narrative:
Product complaint (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: was surgery delayed due to the reported event? Yes, if yes, number of minutes: 20, action taken when event occurred? Used another foil, was procedure successfully completed? Yes, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? Ans- no were there any unexpected outcomes or complications as a result of the prolonged surgery time? - ans- no, surgeon managed with other company sutures please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) ans- dr (B)(6) ctvs surgeon and his ot asst (B)(6) kindly confirm the device return status. Ans- no a review of the batch manufacturing records was conducted, and no related non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.